Event description:
It was reported that the swivel mechanism of their epiq elite ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. A philips service engineer repaired the system by replacing the bearing, ensuring that the locking mechanism could fully engage. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.